Event description:
The pt reported inaccurately low blood glucose readings with co test strips 1j510a. The pt opened the bottle of test strips approx 3 months ago and obtained blood glucose readings that seemed accurate (in the 140 mg/dl range). Some tome within the last week, the pt performed a side by blood glucose comparison with test strips and another test strip (lot unk) and obtained results of 38 and 142 mg/dl respectively. He performed the comparison because he "wondered" whether "the co's device and the other device would give the same blood reading". He could not perform a side by side comparison using co's device and the other devices with the rep because he did not have his meter with him at work. The pt's meter was set to the appropriate code when all tests were performed. The desiccant is in the co device bottle. The pt does not have normal control solution or a check strip. He stores the test strips in his bedroom.